Event description:
It was reported that the insulin pump has an unresponsive keypad. Customer's blood glucose reading was 148 mg/dl. No significant events leading to the alarm were observed. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
No button error alarm during testing. However, the insulin pump had intermittent button response due to buttons having flattened dome switch. The device had cracked lcd window, cracked case at display window corner, cracked battery tube threads, and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.